Event description:
It was reported, that low impedance was noted. There was no information regarding the patient's condition, as a result of the event. No further information was available. Related MFR number: (B)(4), related MFR number: (B)(4).